Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that all screens were blank. Upon troubleshooting, the fse confirmed that the suite pc was not turned on and found that the power supply had no output voltage in the suite pc. The fse repaired the power supply and verified the functional checks. After this repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.